Event description:
The lead was returned.

Manufacturer narrative:
The rv lead was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted the suture sleeve remained tied down on the lead body at 10-13 cm from the terminal pin. The outer insulation was damaged such that the outer coils were exposed at approximately 15-16 cm from the terminal pin. Resistance and pressure tests were then completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The insulation damage was likely due to clavicle-first rib entrapment. Laboratory testing was unable to confirm the reported clinical observations of high impedance and oversensing.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with oversensing and pacing impedance measurements above 2,000 ohms. No adverse patient effects were reported.